Event description:
Medtronic 670g insulin pump. I changed my reservoir today. When it asked for the amount to prime tubing I forgot to hit the accept button. Insulin pump did not alarm or otherwise notify me that it was still in the "change reservoir mode" and I noticed 3 hours later that I had not pressed the accept button. I had no basal rate delivered for 3 hours. The pump did not alarm "high glucose" even though I was wearing cgm and bg was 365. All of the high alerts and alarms that were stored fired after I hit the accept to prime to the tubing. This is the second time this has happened to me. FDA safety report ID# (B)(4).